Event description:
Per the customer, there are questions surrounding the canister values. The canister had old inserts and was giving an inaccurate reading. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.